Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
The submitted photograph was reviewed; however a conclusive determination could not be made because the image was blurred and the photo quality was low. A review of the site's complaint history does not show any additional complaints related to this product or this event. A review of the system logs revealed that the maryland bipolar forceps instrument with lot # n10190211 and sequence # 0006 associated with this event was last used on (B)(6) 2019 on system sk1580. The alleged event occurred on the 8th use of the instrument. No subsequent usage was identified.

Event description:
Refer to additional manufacturer narrative for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The report of thermal damage on the bipolar yaw pulley was confirmed through failure analysis investigation. Inspection found charring and localized melting at the grip base between the grips likely due to insulation degradation and carbonized tissue creating a conductive pathway. The known common cause of this observation is attributed to mishandling/ misuse. The instrument passed the electrical continuity test indicating an intact conductor wire. Based on failure analysis investigation, this is now deemed as a non-reportable event. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The instrument was removed and inspection identified a burnt pulley. At this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted gynecological procedure, the maryland bipolar forceps instrument allegedly arced. The instrument was removed and inspection identified a burnt pulley. The user completed the procedure using the backup instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical inc. (Isi) obtained the following additional information on 12/19/2019 regarding the reported event: the site did not conduct an inspection of the instrument prior to use. The isi instructions for use (IFU) warns the user to "inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic or endoscopic instruments. This may be done visually under magnification or with a high voltage insulation testing device. Insulation failures may result in burns or other injuries to the patient or operator." The instrument was used for approximately 1 hour and 30 minutes before exhibiting the reported issue. The instrument was used together with a fenestrated bipolar forceps instrument at the time of the event with no noted occurrence of instrument collision.